Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), sparks were emitted from the pads. After removing the electrode pads, reddening was found on the patient. Complainant indicated that the patient suffered an injury. No information was available on the degree of the injury.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical united kingdom for evaluation. The customer reported a patient skin burn following defibrillation with an r series device using pro-padz electrodes. The degree of the burn was unknown, and the electrodes were discarded, preventing further evaluation. Investigation of the returned device found it functioned as designed and passed all inspection and discharge testing. Device logs recorded one shock delivery at 297 j with a patient impedance of 81 ohms and a device impedance of 124 ohms, indicating a significant impedance variation at the time of therapy. Increased impedance during defibrillation can result from factors such as pad coupling, skin preparation, or electrode condition and may contribute to skin burns. No device malfunction was identified. The device was recertified and returned to the customer. The pro-padz instruction for use (r1345-112 rev. J) specifies that poor adherence/air under the electrodes can lead to the possibility of arcing and skin burns. Excessive hair, debris, or moisture can inhibit proper coupling, which may increase the potential for arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.